Manufacturer narrative:
Service inspected the analyzer and determined the arc, probe required replacement. The arc, probe was determined to be the likely cause. A review of the service history for the analyzer identified no subsequent issues have been reported associated with the complaint issue. A review of tracking and trending data in the product monitoring review found not similar issues or trends related to the result issue described in this complaint. The i2000sr erratic result rate was within acceptable limits with no trends identified. A review of manufacturing documentation and trending data for arc, probe identified no issues or trends. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i2000sr analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further patient information is available.

Event description:
The customer reported false (B)(6) architect (B)(6) and (B)(6) confirmatory results for one sample while using the architect i2000sr analzyer. Sample ID (B)(6) generated (B)(6) results of 16.71, 6.36 and 2.26 s/co and confirmed (B)(6) with 106% neutralization. The sample was tested on a second architect and generated a (B)(6) result of 0.13 s/co. No impact to patient management was reported.